Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer when using the pyxis ciisafe system when the hydromorphone is taken from the schedule ii safe, the report indicates that both medications have been removed. Additionally, when hydromorphone is selected for removal from the cabinet, the report shows that clonazepam has also been removed, while hydromorphone is displayed in grey, indicating that it cannot be removed from the cabinet. A customer reported that there was a delay in patient care caused by a reported malfunction. There was no report of impact on the patient or user during this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined the medication were linked in the background. A technical support specialist found the hydromorphone formulary and user pressed the space bar which unchecked one of the print options. Customer addressed and resolved the issue. The system functioned as intended after the customer troubleshot the device.